Manufacturer narrative:
Product analysis received and examined the returned navitus jetstream catheter and observed a kink and an infusion line rupture approx 13 inches distal of the pod, also noted where the infusion line was wrinkled or rolled over itself for another 12 inches distally down the catheter. Also noticed that the tip was completely embedded in contrast residue, the masticator window is completely occluded with contrast, the infusion line windows are occluded and the tip cannot be manually spun due to the large amount of contrast left on the catheter. Operated the catheter with a known good jetstream console and the tip would not spin or could not spin, could not run the catheter in any mode (rex, blades up, or blades down). Event consists of a broken jetstream device and broken guidewire during a jetstream procedure. The pt is (B)(6) female with unk medical history. The pt presented with a moderately calcified superficial femoral artery (sfa) and proximal popliteal artery. The physician performed atherectomy of the sfa and popliteal arteries using a jetstream navitus atherectomy catheter over a grand slam guidewire. The physician performed one successful pass with blades down through the entire sfa with an approximate run time of 4 minutes and then the jetstream device was removed so an angiogram could be performed. The jetstream navitus device was then reinserted for another pass with the blades up with an approximate run time of 6 minutes and then the device was removed again for another angiogram. The jetstream device was then attempted to be re-inserted again for a pass in the popliteal region when it was noted that the device was very difficult to re-insert into the 7fr ansel sheath. After several very difficult attempts and re-wetting the valve on the introducer the catheter shaft outer membrane ruptured. The physician then attempted to remove the device over the guidewire which proved to be very difficult as well. The physician tried to rex the device out over the guidewire when it was noted that the guidewire was spinning out the back end of the jetstream navitus control pod. The physician tried to fix the guidewire and stop the rotation of the wire but ended up pulling the jetstream navitus device and guidewire both out of the sheath as a single unit thus sacrificing the guidewire access across the lesion. Upon examination of the guidewire and the jetstream device it was noted that the distal radiopaque portion of the guidewire was dislodged and remained in the pt in a small branch of the left anterior tibial artery. The sheath was exchanged for a new sheath and a new jetstream navitus device was opened and used to complete the case without further incidence. The run time listed for the case is 10:45 minutes. The physician determined that no surgical or other medical intervention was required to retrieve the broken portion of the guidewire and the physician felt the wire tip ended up in a small insignificant branch of the anterior tibial artery and was in a benign location. In addition, the physician stated that he did not contribute the broken guidewire event to the jetstream device. As the broken jetstream device caused loss of wire position, the need to replace the introducer sheath, and required a new jetstream navitus atherectomy catheter as well to complete the case. Even though the physician determined that no intervention was required to retrieve the broken distal portion of the guidewire and the jetstream device did not cause or contribute to the wire distal break this event should also be include in the reportable event as it was part of the entire case history.

Event description:
During an atherectomy of the left sfa and popliteal, after one successful pass with blades down through the entire sfa with an approximate run time of 4 minutes, the device was removed for an angiogram. The device was re-inserted for another pass with "max tip" for an approximate run time of 6 minutes and then removed again for another angiogram. Upon re-inserting for a pass in the popliteal region, it was noted that the device was very difficult to re-insert into the 7fr ansel sheath. After several very difficult attempts and re-wetting the valve on the introducer the catheter shaft outer membrane ruptured. Trying to remove the device over the wire proved to be very difficult was well, when trying to rex the device out over the "grand slam" guide wire, it was noted that the guide wire was spinning out the back end of the pod. The physician tried to fix the wire and the rotation of it and ended up pulling them out as a single unit. Sacrificing wire access across the lesion. Upon examination of the wire and the device, it was noticed that the distal radiopaque portion of the wire was dislodged and remained in the pt in a small branch of the left anterior tibial artery. The sheath was exchanged for a new one, a new navitus was opened and prepped and the procedure was completed without further incident.